Event description:
It was reported that the lesion was a non-tortuous, non calcified, concentric in-stent restenosis in the proximal rca. After 25 cuts, the operator tried to continue, but the guide wire and dca became unsmooth. A new dca was used and the procedure was resumed. A strange sensation was then felt on the tip of the guide wire and an attempt was made to remove the guide wire, but the tip separated and was left inside the vessel. The procedure was finished leaving the tip inside the patient.